Event description:
It was reported by the clinic that in (B)(6) 2014, the patient had an episode of (B)(6). She was treated with ancef. After the treatment, she had acute diarrhea approximately 6 to 7 times a day. On (B)(6) 2014, the pt was admitted to the hospital due to diarrhea with abdominal cramps. A scan revealed colitis in the lower colon, and test results were (B)(6). She was treated with vancomycin and metronidazole with resolution of her symptoms within 48 hours.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used all the time of the event. A supplemental report will be submitted upon completion of the plan's investigation. Medical records info review: based on the limited medical records info, in (B)(6) 2014, the pt was treated for (B)(6) with a two week course of ancef. (B)(6) is a known complication of peritoneal dialysis and is usually the result of a breech in aseptic technique. This event has been reported as a serious injury, although it is undetermined if there is relationship between the product(s) and the event. There is no history of specific malfunction or product being out of specifications.